Manufacturer narrative:
There is not indication service was dispatched for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The affiliate reported the customer alleged elevated total beta human chorionic gonadotrophin (tbhcg) patient's results involving access 2 immunoassay system. The customer noted the event occurred after completion of enhanced troponin I test. It is unknown if the elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.